Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported experiencing hot flashes, and feeling dizzy. The customer then reported dosing with insulin based on how they were feeling, and then ate candy to relieve their symptoms. There was no report of death, serious injury, or third party medical intervention.